Event description:
Reportable based on analysis completed on (B)(6) 2011 it was reported that during a percutaneous coronary intervention (pci) difficulty crossing was encountered. The 99% stenosed target lesion was located in a calcified and severely tortuous distal left circumflex artery (lcx). The 20mm x 2.25mm maverick balloon catheter was advanced, but was unable to cross the lesion. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good. However, device analysis revealed a pinhole.

Manufacturer narrative:
Age at time of event: 18 years or older. Device codes 2524 relates to component code 3038. Device evaluated by MFR: analysis of the returned device revealed dried blood and contrast were visible in the balloon and inflation lumen. The balloon was in a deflated state. There was a pinhole 7 mm from the proximal end of the distal markerband. Microscopic inspection of the balloon material and the remainder of the device revealed no evidence of any material .the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).